Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6)2025 and topical skin adhesive was used. They cracked the adhesive it and kept cracking it so the shards broke through the plastic and sliced through a glove. A new glove was used. No patient harm was reported. Device was discarded. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was done to treat the shard penetration? ¿ was medical or surgical intervention required? ¿ was there any special diagnostic test performed? ¿ what is the status of the surgeon injury today? ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? ¿ can you identify the lot number of the product that was used? ¿ please provide the source or name and title of external person providing answers to follow-up. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.